Event description:
It was reported that the pt experienced no stimulation sensation. Coupling and or communication issues were experienced. The pt had been unable to find the correct position for the charger. An implantable neurostimulator overdischarge was cleared using a physician mode recharge, and the pt successfully achieved stimulation. The pt was able to recharge normally after their implantable neurostimulator. The pt underwent a neurostimulator replacement to address the recharging issues. The pt recovered without sequela.